Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen 1000 mcg/ml at 100 mcg/day via an implantable pump. The indication for use was not reported. It was reported the patient had a pump refill in (B)(6) 2018. The patient had a stroke in (B)(6), therefore, her spasticity symptoms changed. It was further clarified that the stroke was disconnected from the pump. The patient had an MRI in (B)(6) 2019 and in (B)(6) 2019, but the pump was not interrogated after the MRI. The patient went to the hospital on (B)(6) 2019 for a pump refill, and when interrogating the pump, the message "motor stalled " appeared. Logs showed: motor stall in (B)(6) 2019 motor stall recovery in (B)(6) 2019 motor stall on (B)(6) 2019 tube set on (B)(6) 2019. There was no further motor stall recovery in the logs. The physician was confused regarding whether the pump was working or not. The physician emptied the pump, and the removed volume was in accordance with the expected volume. Therefore, it was considered that the pump was working. The physician wanted to receive clear information on what happened and what the tube set message meant. The physician wanted to know why the tube set message appeared on (B)(6) 2019 if the pump was not able to register a motor stall recovery message (because it was not interrogated after MRI). The patient did not experience any clear symptoms, and that was why the physician was surprised that the motor stalled/restarted (when comparing both volumes). The status of the pump was ¿implanted ¿ remains in service¿. Surgical intervention did not occur and was not planned. The pump implant date was unknown. The issue was resolved. The patient's status was alive - no injury. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable. The logs were no longer available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.